Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the 'ok' button is not responding with every button press. It was reported that the keypad is not peeling. Additionally, the patient did not expose the pump to water.